Event description:
The wife of a (B)(6) male pt called zoll customer support to report that one of the pt's batteries wasn't holding a charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't hold charge) has been confirmed. Upon investigation the battery pack was unable to communicate with a charger of monitor. The cause for the failure was isolated to contamination of the battery pca and battery cells. The root cause for the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contaminated battery pack. The pt received a replacement battery pack.